Event description:
The home patient (hp) reported experiencing pain during the drain cycle while using the homechoice cycler for apd therapy. Hp reported at the end of the drain cycle the hp experienced pain and contacted operational support for assistance. While troubleshooting with the operational support representative (osr), it was noted that the hp's cycler was located approximately 12 inches below the hp's mattress level. As a result, the osr requested that the hp raise the height of the pt's homechoice cycler. There was no pt injury or medical intervention.